Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was "turned off" because it had high thresholds. The physician decided to leave this lead and the associated pacemaker system implanted on the left and implanted a new system on the right side because the vein was occluded. There were no adverse patient events reported. Should additional information be received, this file will be updated.